Manufacturer narrative:
The event device has been returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: robotic hysterectomy. Event description: "robotic hysterectomy on the xi. Camera was placed in ctf71 by first assist. Dr. [Name] noticed what initially looked like a small blood clot when doing her initial sweep of the abdomen. After closer evaluation, they determined it was a small piece of rubber. They then retrieved it from the cavity, undocked the camera port, examined the trocar and determined that a small piece broke off the seal." Patient status: "no patient injury."

Manufacturer narrative:
The event unit was returned to applied medical for evaluation along with a rubber fragment. Visual inspection confirmed the complainant's experience of seal component separation. The fragment returned completed the missing portion on the duckbill, a rubber component of seal. Based on the condition of the returned unit, it is likely that the reported event was caused by an instrument. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional information was received via email from district manager on wednesday 15-nov-2017 "the item used and returned was a ctf71, not a ctr71."